Manufacturer narrative:
Patient post-op bcva was 20/25 and ucva was 20/25 on (B)(6) 2016. Product evaluation found lens returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens. (B)(4).

Manufacturer narrative:
This product is manufactured but not marketed in the u.s. No similar complaint types reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, diopter -13.5/+1.5/080 implantable collamer lens, into the patient's left eye (os) on (B)(6) 2014. The patient began experiencing glare/haloes and blurred vision. On (B)(6) 2016 the lens was exchanged for the same size, similar diopter lens. The problem was resolved.